Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 22x2.75mm target lesion was located in the mildly tortuous left anterior descending artery. A 12mm x 2.50mm nc quantum apex balloon catheter was advanced for post dilation. However, during inflation, it was noticed that the balloon starts deflating after crossing nominal pressure. The balloon was not inflating properly and it was noted to be ruptured. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.